Event description:
A customer reported generating reproducible false high troponin 1 plasma results on serial draws from one patient. Further testing of one sample using an alternate method gave a negative result elevated results of the magnitude initially obtained might initiate unnecessary clot lysis therapy or a cardiac catherization. There was no report or patient harm, as the physician questioned the results.